Event description:
Pt had a 3mm angulated neck. The pre-existing graft had migrated greater than 10mm caudal and a proximal type I endoleak had been present since the initial implant. One year prior to implant of renu device a zenith ancillary component was placed, but did not resolve the leak. The aneurysm has grown to 9.2cm. A proximal type I endoleak was noted at the conclusion of the renu implant procedure and was still present at the one month follow up exam. Secondary intervention is not planned at this time.